Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the tip of the anchor broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 01-aug-2023 nen: the broken pieces were retrieved from patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed as the failure device was not received for evaluation and not pictures were attached. One unpackaged ar-2923bc-1 was received for investigation. Upon visual inspection, it was noted that the returned device arrived missing some components. The functional test found no resistance between the inner and outer tube. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.